Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus blood glucose results of 267 mg/dl, 147 mg/dl, 243 mg/dl, 109 mg/dl, and 104 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.